Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via a brachial artery. The 80% re-stenosed, eccentrically shaped target lesion was located in the moderately calcified and severely tortuous mid right coronary artery. The 4.5x40mm lesion was noted to have a significant bend of >=90 degrees. Pre-dilation was performed with a 4.0x20mm maverick balloon catheter; residual stenosis was 70%. Significant resistance was encountered while advancing the 4.5x20mm omega stent system inside the patient. The device was removed and it was noted that the tip of the stent was bent. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).